Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s screen was damaged after being dropped to the floor during roughhousing prior to training, and a replacement was issued with instructions for shutdown and return of the damaged unit. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use and restoration of therapy through a replacement device. Investigation included review of shipping and return records and verification of device returns. Investigation of this device revealed damage consistent with accidental physical impact to the display component, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.